Manufacturer narrative:
The reported issue could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿inadequately mixed solution¿ with a potential root cause of ¿incorrect mixer speed or incorrect component sequence". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged. Adverse reactions, urinary tract infection, bleeding from the urethra, irritation of the urethra".

Event description:
It was reported that the catheter caused bleeding if lubricant was not added. No medical intervention reported.